Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed sodium(na) result on a patient sample obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control (qc) recovered within the customer¿s expected ranges. The aspiration profiles of the dilution probe of this sample shows slight irregularities in its aspiration profile. No other discordant results were reported by the customer or observed during data review suggesting the issue is isolated to this sample. The probable cause of the event is sample specific due to the presence of gel, fibrin, micro-clots, and/or cellular debris that impacted the sample aspiration. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously depressed sodium (na) result on a patient sample on an atellica ch 930 analyzer. The erroneously depressed result was reported to the physician(s) and the result was questioned. The same sample was reprocessed on two (2) alternate atellica ch 930 analyzers and higher results were obtained. The reprocessed results obtained were consistent and considered correct. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) result.